Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2011 for permanent birth control. In (B)(6) 2011, hsg (hysterosalpingogram) test was performed and confirmed full occlusion of her fallopian tubes. Over the following months after the implant she began experiencing migraines, headaches; hair loss, pelvic/abdominal pain and bloating; severe, abnormal menstruation pain; back pain; weight fluctuation; and fatigue. In or around 2013, she began to experience prolonged, abnormal menses; abnormal, heavy bleeding; rashes and itching; and nausea. In or around late 2015 to early 2016, she began to experience a metallic taste in her mouth, dyspareunia and vaginal infection/discharge. In the years following her implant she reported those symptoms to several healthcare providers. On (B)(6) 2016 she underwent a salpingectomy. This invasive and painful surgery that she was forced to undergo, left her with permanent scars. While most of her symptoms have resolved since the salpingectomy, others remain. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal, heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complain, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal, heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (salpingectomy). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvis"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal, heavy bleeding") in a 32-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease (post traumatic stress disorder) on (B)(6) 2016 and allergic reaction to analgesics. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2011 to (B)(6) 2011 and birth control from 2006 to(B)(6) 2011. Past adverse reactions to the above products included contraception with depo-provera and birth control. Concurrent conditions included body mass index normal and vomiting since (B)(6) 2016. Concomitant products included azithromycin for nausea and vomiting, amoxicillin since (B)(6) 2011 for swelling nos and as well as ibuprofen (advil) since 2011, losartan potassium since 2017, paracetamol (tylenol) since 2011, pravastatin sodium since 2017, pravastatin since 2017, ropinirole since 2017, salbutamol sulfate (ventolin hfa), tizanidine hydrochloride since 2016 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines "), headache ("headaches / headaches "), alopecia ("hair loss / hair loss") and ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"), menorrhagia ("prolonged, abnormal menses / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching") and nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and rash ("rashes"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient started levaquin at an unspecified dose and frequency. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating / other injury(ies) or complication: bloating"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, insomnia ("other injury(ies) or complication: insomnia"), dizziness ("other injury(ies) or complication: dizziness "), menstrual disorder ("other injury(ies) or complication: abnormal periods"), uterine pain ("uterus pain "), arthralgia ("hips pain ") and skin irritation ("irritation from essure removal surgery"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, migraine, headache, alopecia, abdominal pain, abdominal distension, dysmenorrhoea, back pain, weight fluctuation, fatigue, rash, pruritus, dysgeusia, dyspareunia, vaginal infection, anxiety, ovarian cyst, weight increased, weight decreased, insomnia, dizziness, menstrual disorder, uterine pain and arthralgia outcome was unknown and the menorrhagia, nausea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, skin irritation, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: most of her symptoms have resolved since the salpingectomy, others remain. Most pain resolved, some minor pain remains, as does itching. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingectomy - on (B)(6) 2016: negative. Hysterosalpingogram - in (B)(6) 2011: full occlusion of her fallopian tubes on (B)(6) 2016 pathology report showed: gross description part 1) the specimen is received in formalin labeled with the patient's name and "right fallopian tube, paratubal cyst, and essure device." It consists of a segment of fallopian tube measuring 6 cm in length and 0.5 cm in diameter, and aparatubal cyst measuring 0.8 cm in greatest dimension, also an attached metal wire measuring 8 cm in length and less than 0.1 cm in diameter and grossly consistent with essure device. The specimen is entirely submitted as follows except the essure device: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nausea and described uterine haemorrhage. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding vaginal, anxiety, ovarian cyst, weight loss, weight gain, dizziness, insomnia, abnormal periods, uterus pain, hips pain, lot number and irritation from essure removal surgery and abnormal uterine bleeding was added from medical record, concomitant disease, historical drug were added. On 27-feb-2018: medical records was received. Reporter contact information historical condition, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvis"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal, heavy bleeding") in a 32-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease (post traumatic stress disorder) on (B)(6) 2016, allergic reaction to analgesics and ectopic pregnancy. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2011 to (B)(6) 2011 and birth control from 2006 to (B)(6) 2011. Past adverse reactions to the above products included contraception with depo-provera and birth control. Concurrent conditions included body mass index normal and vomiting since (B)(6) 2016. Concomitant products included amoxicillin since (B)(6) 2011 for allergic oedema and , azithromycin for nausea and vomiting as well as ibuprofen (advil) since 2011, losartan potassium since 2017, paracetamol (tylenol) since 2011, pravastatin sodium since 2017, pravastatin since 2017, ropinirole since 2017, salbutamol sulfate (ventolin hfa), tizanidine hydrochloride since 2016 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines "), headache ("headaches / headaches "), alopecia ("hair loss / hair loss") and ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"), menorrhagia ("prolonged, abnormal menses / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching") and nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and rash ("rashes"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient started levaquin at an unspecified dose and frequency. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating / other injury(ies) or complication: bloating"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, insomnia ("other injury(ies) or complication: insomnia"), dizziness ("other injury(ies) or complication: dizziness "), menstrual disorder ("other injury(ies) or complication: abnormal periods"), uterine pain ("uterus pain "), arthralgia ("hips pain ") and skin irritation ("irritation from essure removal surgery"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, migraine, headache, alopecia, abdominal pain, abdominal distension, dysmenorrhoea, back pain, weight fluctuation, fatigue, rash, pruritus, dysgeusia, dyspareunia, vaginal infection, anxiety, ovarian cyst, weight increased, weight decreased, insomnia, dizziness, menstrual disorder, uterine pain and arthralgia outcome was unknown and the menorrhagia, nausea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, skin irritation, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: most of her symptoms have resolved since the salpingectomy, others remain. Most pain resolved, some minor pain remains, as does itching. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingectomy - on (B)(6) 2016: negative hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; in (B)(6) 2011: full occlusion of her fallopian tubes on (B)(6) 2016 pathology report showed: gross description part 1) the specimen is received in formalin labeled with the patient's name and "right fallopian tube, paratubal cyst, and essure device." It consists of a segment of fallopian tube measuring 6 cm in length and 0.5 cm in diameter, and aparatubal cyst measuring 0.8 cm in greatest dimension, also an attached metal wire measuring 8 cm in length and less than 0.1 cm in diameter and grossly consistent with essure device. The specimen is entirely submitted as follows except the essure device: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nausea and described uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.